Event description:
It was reported that there was a cerebral spinal fluid (csf) leak following the implant surgery. The catheter was not working and had holes in it, so it was revised in (B)(6). It was noted that ''the infusion system worked well from the beginning and then patient wasn't doing so well.'' The device system was used to deliver gabalon. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that there was a failure to aspirate the catheter; however, the exact cause of the event was unknown. The physician's 'best guess' was that the issue was at the distal (spinal) segment of the catheter. An x-ray was performed on april 3 that showed no disconnection. A catheter dye study was performed on april 4 that showed zero activity in the catheter. A pump rotor study was performed on april 13 that showed normal activity in the pump. Multiple dose adjustments were made. A catheter revision was performed on april 25. Despite the catheter change, the patient continued to have increasing need for higher doses. The patient was hospitalized for the event. The patient outcome was reported as 'no ill effects'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had to get a blood patch to treat the patient¿s cerebrospinal fluid leak. It was noted that the cerebrospinal fluid was dripping down along the side of the catheter back over to the pump.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter.